Event description:
During evaluation of a returned spectrum pump, the device alarmed false downstream occlusion. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the downstream values were out of specification. The cause was identified to be a failed force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.